Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that printed circuit board failure was the cause of frozen of video system and cause of falling of harness could not be established. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the video system center exhibited that the image was frozen occasionally due to faulty printed circuit board and the front panel indicators do not light due to the internal harness falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.